Manufacturer narrative:
(B)(4). Tha analysis results showed that 5 sterile reload cartridges were returned, however, only one was used for analysis. The cartridge was returned fully loaded with staples. When tested for functionality with a test instrument, the staples were noted to have the proper b-formation.

Event description:
It was reported that when the device was used during a laparoscopic sigma procedure, the surgeon fired it, and noted there was bleeding at the distal tip after each firing. The case was completed by using electrocautery to stop the bleeding. There was no pt consequence.